Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections: -operation manual: 3.3 inspection of the endoscope: inspection of the endoscope -operation manual: 3.8 inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera ii colonovideoscope had weak/ineffective air/water flow. Inspection and testing of the returned device found that the air nozzle was blocked with an organic brown colored material. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that key top 1 had a pin hole but was leak free and the charge coupled device cover lens was scratched. The angulation was out of specification and the angle wires were stretched which required the exchange of the bending section. The distal end insulation value resistance was out of specification due to damage to the camera cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.